Manufacturer narrative:
The reported event of insufficient information not confirmed. As received, a complete lead was returned in one piece. Visual examination found no malfunctions. Correction: d9 supposed to be yes instead of no.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that left ventricular (lv) lead was implanted and explanted on the same procedure due to unknown reason. No patient symptoms reported.

Manufacturer narrative:
The reported event was unknown malfunction. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.